Manufacturer narrative:
For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was not returned for evaluation. However, a medical record review was performed and it was found that the investigation is confirmed for unintended movement. However, the investigation is inconclusive for the alleged patient-device interaction problem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model dl900j vena cava filter allegedly had unintended movement and a patient-device interaction problem. This report was received from one source. This event involved a patient with no patient consequences. The reported patient was a (B)(6) year old female, (B)(6) lbs.